Manufacturer narrative:
Event date was not provided. 01/01/2025 was used as an approximate event date as it was stated that the device slowly stopped working as effectively. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter (aus) gradually became less effective, and the patient experienced recurring incontinence due to urethral atrophy. The suspected cause of the atrophy was the device having been implanted in the patient for an extended period. As a result, the aus was removed and replaced. No additional patient complications were reported.